Manufacturer narrative:
On september 13, 2020, mentor became aware that the suspect medical device was not a mentor implant when it was removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast augmentation with a unknown mentor saline prosthesis experienced left sided deflation post procedure. As a result patient underwent bilateral replacements with different mentor saline devices on (B)(6) 2020.